Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to erosion and was treated with antibiotics. Patient was in stable condition following the procedure.